Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: article title: "patching residual leaks following a mitraclip procedure"na - attachment: [patching residual leaks following a mitraclip procedure.pdf].

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of worsening mitral regurgitation, mitral valve injury (tissue damage) and hemolysis as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event - estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices are implanted and will not be returning. A follow-up report will be submitted with all additional relevant information. Attachment: article title: "patching residual leaks following a mitraclip procedure"

Event description:
This is filed to report potential adverse events possibly related the mitraclip device. It was reported through a research article, that the following adverse events may be related to the mitraclip device: recurrent mitral regurgitation (mr), leaflet perforation, hemolysis requiring medical intervention and treatment with non abbott vascular vascular plugs. Details are listed in the attached article, titled "patching residual leaks following a mitraclip procedure¿. Please see article for additional information.